Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. An observation was noted in the DHR. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2024 a physician reported that sometimes when performing a biopsy with an atec needle they noticed a piece of material plastic in between the specimens. Physician provided a picture in which it can be observed a plastic particle mixed along with the samples. The particles were only observed in the samples and not in the patients. No samples have been observed in the breast of the patient. Physician reported that no injury was reported to patients nor users. No other information available.

Manufacturer narrative:
An investigation was completed: it was reported for an atec disposable device that ¿client found a foreign subject (plastic part) in the biopsy specimen. This happened 10 times since july so in 25% of the cases. She did not review older cases. It happens with both 20mm and 12mm." There was no injury/impact to the patient, the procedure was completed with another device. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted and there were signs of physical damage in the device, the protective sheath looked damaged. Functional inspection was not performed. Functional test was not conducted, the damage reported was a foreign material and the functional test is not necessary to confirm the issue reported. Root cause analysis did identify the most probable root cause. Foreign material coming from the protective sheath was the most probable cause of this issue. The investigation included a comprehensive review of device history records, complaint data, risk assessments, and visual testing results. Biocompatibility testing on the atec disposable device, where the protective sheath components were tested and proved as safe meaning that no potential adverse reactions or harms are expected in the patients after the normal use of the atec device. Additionally, atec breast biopsy device instructions for use (IFU), contains in the warnings and precautions section the following statement regarding sheathed portion of the needle ¿avoid operator or instrument contact with the sheathed needle portion of the atec breast biopsy device." Additionally, the IFU specifies the following regarding the use of product: ¿the biopsy procedure should be performed only by persons having adequate training and familiarity with this procedure." Both of those statements reflect need of the right technique and support the operator in an appropriate use of the device trained to avoid partial removal of the protective sheath. Quality inspection processes are implemented at the production line to prevent the recurrence of similar events and ensure compliance with established standards. Regarding the information reviewed, the most probable root cause could be determined, and it can be confirmed this was an unusual occurrence. Conclusion: the reported issue has been confirmed. Root cause analysis identified the most probable cause of the issue as foreign material originating from the protective sheath. The investigation included a thorough review of device history records, complaint data, risk assessments, and visual inspection results. Based on the available evidence, this appears to be an isolated incident rather than a recurring issue within the product family, system, or failure mode referenced in the complaint. Device history record (DHR) review: the DHR was reviewed for the corresponding lot; however, no relevant risk factors were found in the manufacturing process. Lot number e24f10rf expiration date 10-jun-2026 manufacture date 10-jun-2024 UDI (B)(4).